Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had damaged. The customer¿s blood glucose level was 150 mg/dl. The customer reported that the drive support cap was sticking out. Customer confirmed that pump was not working at all. The customer was advised to disconnect from the pump and revert to pack up plan as per her health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test. The device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime or compromised force sensor system test, excessive no delivery test and occlusion test due to motor error alarm.